Manufacturer narrative:
The hill-rom technician found the patient was in the bed with o2 on when the motor short circuited causing the foam that is in the protective enclosure to ignite. Staff was alerted by patient's son and was removed from the bed without incident. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Make sure that the hydraulic pump motor is isolated from the bed frame. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2006-2010. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the bed caught on fire. The bed was located in (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).